Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer did not disclose information regarding the impact on blood glucose levels, thus no impact was reported. Technical support assisted the customer with resetting the pump, and the malfunction alarm did not recur after the reset.